Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a broken trunk cable connector. The last pt to use the electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was broken. The root cause for the broken connector could not be positively identified, but the damage likely resulted from excessive force on the connector. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.